Manufacturer narrative:
Device evaluation the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated two low battery warnings with code 177 and one replace battery alarm with code 128 associated with the same battery; multiple other low battery and replace battery warnings were also observed in the pump history. The battery compartment was intact with no evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed and no alarms were duplicated. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found to the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery had to be changed more frequently than expected. The battery cap was never changed and the pump was emitting low battery and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.